Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when zeroing this flotrac sensor, the pressure tubing separated at the level of zero-stopcock not being able to be reconnected. Minimal blood leakage was noticed from the connection. The device was replaced with a new unit. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
Corrected data from section b5 removed "patient demographics unable to be obtained" from description, since it does not apply. The patient data was already provided and written in the section a patient information. Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, no product was returned for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. During the manufacturing process there are controls to avoid potential causes related to the reported malfunction. Based on the available information, the root cause of the issue could not be determined.

Event description:
As reported, when zeroing this flotrac sensor, the pressure tubing separated at the level of zero-stopcock not being able to be reconnected. Minimal blood leakage was noticed from the connection. The device was replaced with a new unit. There was no allegation of patient injury.